Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Incident did not occur during surgery; this occurred during a work-shop. The screw of the handle became loose while holding a sample implant. Additional incidents reported from same facility; filed under medwatch: 3005673311-2016-00023 and 3005673311-2016-00032.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope; panasonic dmc tz8 digital camera. We made a visual inspection of the fixation screws on the rotation sleeve. Here we noticed, that both screw is in the sleeve, but the welding seams are broken. Both screws are ex works fixed with two welding points on each screw. In the holes the welds are visible. In the slots of the screws, the welds are visible. Batch history review: the manufacturing documents have been checked and found to be according to specifications valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: we assume, that the clinic staff opened the fixed screws for disassembling the instrument for decontamination. According to the IFU you must not open the fixed screws at the rotation sleeve. To prevent the loosening of the rotation sleeve during surgery, the guiding screws are fixed with welding points. No CAPA is necessary.